Event description:
It was reported that during unit evaluation, the cs100 intra-aortic balloon pump (iabp) unit had an automatic loading failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during initial testing, the cs100 intra-aortic balloon pump (iabp) unit had an automatic loading failure. There was no patient involvement.

Manufacturer narrative:
A getinge performed technical evaluation of the iabp unit. The fse checked the unit in service mode and performed all internal tests (except battery). The iabp was tested during 1 hour with catheter and original test circuit from the manufacturer and it shown no faults. The fse was informed by the customer that he uses a generic brand catheter/circuit and that the problem (automatic loading failure) is caused intermittently. The fse made a recommendation according to the manufacturer's service manual, that consumables and accessories always use the manufacturer's original, to avoid any failure and malfunction. Because the unit was not plugged in at the time of the visit, it would be necessary to return to perform the battery test. On the day before the visit, the equipment must remain plugged in for 24 hours, so that it is 100% charged. The fse then returned to the facility and performed maintenance according to the manufacturer's technical manual. A battery test was performed, and the unit was under test for 153 minutes and showed a satisfactory result. The unit was then released to the customer and cleared for clinical use.

Event description:
N/a.